Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while troubleshooting an unrelated alarm, the home patient (hp) took off the empty heater bag and replaced it with a different bag without replacing all of the supplies. The technical service representative (tsr) explained why the hp should not have done that and assisted the hp in ending therapy. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.